Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical mastectomy of anus cholangiocarcinoma, the front 2/3 of the needle body was broken when suture needle was used. It was searched immediately, the bedside was contacted for x rays which were taken repeatedly, and there was no display in the lateral view, and it was displayed after the x ray was taken in the upright position. Finally, it was found after the caudate lobe was checked and sectioned. The operation was continued after it was removed.